Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had restenosis in the target vessel. In (B)(6) 2008, the patient was diagnosed with stable angina (ccs classification3) and cardiac catheterization was recommended. The target lesion was located in the 2nd obtuse marginal branch (om2) with 80% stenosis and was 10mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with pre-dilation and placement of a 2.75x12mm taxus perseus stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with positive stress test and cardiac catheterization was recommended. The core lab report noted patent study stent and 15.9% stenosis in the om2 without in-stent restenosis. There was 70% stenosis in the 1st obtuse marginal branch which was treated with pre-dilation and placement of a 2.5x16mm ion stent with 0% residual stenosis. In addition, another non-target lesion located in the mid left anterior descending artery (mid lad) with 75% stenosis was treated with pre-dilation and placement of two ion stents of size 2.50x28mm and 2.25x16mm with 0% residual stenosis. The event was considered as resolved without residual effect and the patient was discharged on the same day.

Manufacturer narrative:
(B)(6). Device is a combination products. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).